Event description:
It was reported that during an aneurysm embolization procedure, the coil unintentionally detached in the microcatheter when the physician attempted to pull the coil back into the microcatheter for re-positioning. The microcatheter with coil were successfully removed from the patient and another set of microcatheter and coil were used to complete the case successfully. Less than 250cc estimated blood loss. The patient was in stable condition.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation is currently underway. A supplemental report will be submitted when the investigation is completed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
Additional information: h10 (summary device evaluation). Summary device evaluation: the pusher and the implant were not returned for evaluation. The investigation of the returned microcatheter found the device in good condition. The implant coil was not found detached inside the microcatheter as described in the reported event. Since the coil system was not returned for evaluation, this investigation could not assess or test for the alleged detachment issue and therefore, this complaint is considered non-verifiable.